Event description:
It was reported that the patient presented to cath lab for procedure, the atrial lead did not capture at highest amplitude during the threshold test. The lead was not used, and another atrial lead was implanted to complete the procedure successfully. The patient was discharged.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.